Manufacturer narrative:
This device is not available for sale in the united states, therefore there is no 510k applicable. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the emea region involving pentax video colonoscope ec38-i10cf2. In the event reported, it was stated that there is fog and mist in the image. The anomaly was detected in teh workshop during inspection. There was no adverse event reported with this complaint. No additional information was provided this complaint. This event meets the requirement for FDA reportability; therefore, submission of a report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.